Event description:
A hydratome was going to be used for therapeutic purposes. Before the procedure, the cutting wire broke. The procedure was completed with another device.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore a failure analysis is not available and we are unable to determine if the device met its specifications.